Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was "complaining of pocket stimulation every three hours." Also noted there was a switch in polarity on the right atrial lead at the last office check, with the unipolar impedance being "slightly higher than bipolar." The lead remains in use. No known patient complications were reported as a result of this event.